Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contract the customer for the return of the product.

Event description:
The iab leaked back into the pump. The iab was removed and a second was inserted into the pt. Inspite of several calls to the facility, the iab was never returned for eval. [Event complications]: none from the event-reported 1/5/98. [Pt's current status]: unk-rpt'd 1/5/98.